Event description:
During the surgical procedure "right shoulder arthroscopic bankart repair of a bankart lesion from 4 o'clock to 5 o'clock," a 9 mm cannula was placed in the joint and the outer portion of the cannula at the 5 o'clock portal broke. The outer portion was removed. The inner portion was still on the joint, but was easily removed without injury to the pt.